Event description:
It was reported that the device will not clear the alarm code. No patient injury was reported.

Manufacturer narrative:
Customer reported that device will not clear the alarm code. Both tamper seals were broken, but third party seals were present. Cracked top case corners and right plunger case. Found backup audible alarm post at power up. Customer caused the problem, counterfeit blue low profile supercap installed on the main board.